Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2013 and one clip was implanted reducing the functional mitral regurgitation (mr) grade from 4 to 1-2. During the procedure, there was no difficulty with grasping the leaflets, visualization or any anatomic challenges that made the clip implantation challenging. On approximately (B)(6) 2013, as the patient was experiencing dyspnea and ascites, the patient was hospitalized; medication was not increased or changed. It was observed that there was a partial detachment of the clip from the posterior leaflet and the clip was attached to the anterior leaflet in the a2 segment and was a contributor to the increased mr grade of 3-4. There was no leaflet damage. On (B)(6) 2013, a second mitraclip procedure was performed. During the procedure, it was confirmed that the clip had completely detached from the posterior leaflet. Two clips were implanted reducing the mr grade from 4 to 1-2. Post procedure the patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient leaflet pathology, user technique and procedural conditions. In manufacturing, all devices are subject to visual and functional inspection to verify product quality. The user did not report any issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient leaflet pathology, procedural conditions and/or user technique, the slda may be influenced by difficulty with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that during procedure, there was no difficulty grasping the leaflets, visualization or patient conditions that made the clip implantation challenging; therefore, a definitive cause for the reported slda cannot be determined. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling system did not reveal any other incidents reported for the same issue. Based on the information reviewed, there is no indication of a product deficiency.